Manufacturer narrative:
An analysis was performed on the returned device. Based on observations from the returned analysis a posterior needle to cuff miss occurred. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a closure using the pre-close technique prior to an unspecified procedure. Reportedly, cuff miss [suture retrieval issue] occurred with a prostyle device. The suture of a new prostyle device was successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.